Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 205 mg/dl, 144 mg/dl and 104 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated he had just eaten about one hr prior and taken his 750 mg of metformin, 30 minutes prior. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of affected product.